Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate, although the exact timing and cause of the cerebral infarction could not be determined, procedural factors (manipulation of the tavr devices during multiple attempts to cross the native annulus), in addition to patient factors (age >75 years) may have contributed to the cerebral infarction reported post savr. Procedural factors (positioning of the guidewire) may have contributed to the reported increased mitral valve regurgitation. The cause for the difficulty crossing the native annulus is still under investigation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transapical tavr procedure, an ascendra (asc) introducer sheath was inserted and balloon valvuloplasty was performed ¿as usual¿. During the attempt to advance the ascendra+ (asc+) delivery system, the delivery system ¿got stuck¿ at the native annulus. The delivery system could not be advanced further when the nosecone reached the native annulus. The device was retrieved and the guidewire was re-inserted into the aorta. Another attempt was made without success. The preoperative mild mitral regurgitation (mr) worsened to severe and the patient¿s hemodynamics ¿collapsed¿. The tavr procedure was cancelled. The mr improved after the withdrawal of the delivery system. Vasoactive drugs were administered and the patient stabilized. However, the hemodynamics were still unstable due to the moderate aortic regurgitation (ar). The tavr procedure was converted to a surgical aortic valve replacement (savr). No damage to the mitral valve was observed during the savr and no repair to the mitral valve was required. The patient remained unconscious after the savr and head CT found multiple cerebral infarctions. The patient remained hospitalized for treatment. On postoperative day (pod) 8, the patient expired due to ischemic enteritis. The native annular diameter measured 24.0 mm by CT with a valve area of 420 mm2. Severe valvular calcification and no aortic root calcification was reported. It was speculated that the course of the guidewire "might not have been good" or the delivery system might have been caught by the papillary muscle or ¿something¿, preventing the advancement of the tip of the delivery system. The exact timing or cause of the cerebral infarction could not be determined. The asc sheath and asc+ delivery system were discarded following the procedure and are not available for evaluation.

Manufacturer narrative:
Additional information: the asc sheath and asc+ delivery system were discarded following the procedure and are not available for evaluation. Without the device return, visual inspection, functional testing and dimensional analysis were unable to be completed. No imagery was provided. A review of the work orders most relevant to the reported event was performed. The review did not reveal any issues that could have contributed to the reported event. A lot history review was performed and revealed no other complaints related to ¿delivery system ¿ difficulty crossing native annulus¿. A complaint history review from january 2017 to december 2017 revealed no other complaint with returned devices for ascendra+ delivery system models for ¿delivery system ¿ difficulty crossing native annulus¿. The complaint history review revealed that the occurrence rate did not exceed the december 2017 control limits for the trend category ¿difficulty crossing¿. A review of the device prepping manual and training manuals did not identify any IFU/training deficiencies. During manufacturing, the ascendra+ delivery system undergoes multiple 100% inspections by manufacturing and quality. Product verification testing is also performed on samples from each lot. These inspections support that it is unlikely a manufacturing non-conformance contributed to the reported event. A review of risk documents revealed that the reported event is anticipated in the risk management file. Bav catheter preparation ¿ fill device with appropriate volume for desired diameter. Balloon inflated with too little volume, causing incomplete dilatation of native or bioprosthetic valve, leading to difficulty crossing valve with crimped thv and ascendra catheter. Procedure delay/prolonged procedure/delay in monitoring and or treatment. Severity 2. Advance crimped valve beyond the sheath just below the native or bioprosthetic valve. Entanglement in chordae, regurgitation/insufficiency ¿ mild. Severity 2. Positioning crimped valve within the native or bioprosthetic valve before deployment. Valve in incorrect location ¿ valve migrates/embolizes after deployment. Severity 3. Difficulty crossing. Procedural delay/prolonged procedure/delay in monitoring and or treatment. Severity 2. Unable to cross native or bioprosthetic valve ¿ need to retract device with valve. Additional intervention. Severity 3. Crossing difficulty. Procedural delay/prolonged procedure/delay in monitoring and or treatment. Severity 2. Unable to cross native or bioprosthetic valve ¿ need to retract device with valve. Additional intervention. Severity 3. In this case, the complaint of ¿delivery system ¿ difficulty crossing native annulus¿ was not able to be confirmed as the devices were not returned for evaluation. Without the device, no manufacturing non-conformances were able to be identified. Work order review, lot history review, complaint history review and manufacturing mitigation review revealed that it is unlikely a manufacturing issue contributed to the reported event. Difficulty crossing the native valve may be due to anatomical and/or procedural factors, including heavy calcification, wire bias into commissure, incomplete bav, or interaction with other cardiac structures (e.g. Mitral valve entanglement during ta approach). In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories, and multiple co-morbidities, including limited cardiac reserve that can impair tolerance to the procedure, such as low ef, hyperdynamic ef, or ischemia due to underlying coronary disease. Long pacing runs and anesthesia can exacerbate these conditions. Patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension and arrhythmias are very common during the tavr procedure and are treated with standard therapies, including additional vasoactive drugs, brief chest compressions or cardiac massage, and/or electrical conversion. Patients with depressed cardiac function may require additional measures such as initiation of cardiopulmonary bypass (cpb), or insertion of intra-aortic balloon pump (iabp) to effectively stabilize the patient¿s hemodynamics. Although a definite root cause for the event could not be determined, in addition to the procedure itself, patient factors (severe valvular calcification, porcelain aorta) likely contributed to the crossing difficulty and subsequent hemodynamic collapse. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.